Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions) full name of initial rep: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that it was unsuccessful to replicate user complaint. However, completed simulated treatment with a testing catheter and trainer without issue. Succesfully completed pim leak test without issue. Safety disk was replaced as precaution. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Additional contact info; (B)(6). Postal code: (B)(6). Due to characterization limit e1 event site name: university of maryland medical cent a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check the cardiosave hybird intra aortic balloon pump (iabp) malfunctioned. Pneumatic leak test fail has been reported. No patient involved.